Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image intensifier tube and power supply and the ps1 power supply along with the floppy disk drive and table software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system is not producing images and the technique is going to max. It was also noted that there were intermittent problems with the table not booting. There was no report of patient injury.